Manufacturer narrative:
Other device(s) associated with the event: battery / (B)(4)/ model # 1650- / exp. Date: 31jan2018. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 31jan2017. Labeled for single use: no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient experienced a "hazard alarm". They suspected that the patient had experienced a double power-disconnect even though nothing had been registered in their alarm history log. Moreover, the patient added that while changing a battery, there was an audible alarm and the controller's screen went blank even though there was another battery connected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
In relation to the reported event, device (B)(4) passed visual inspection and passed functional testing. The reported event (double power disconnect) could be confirmed via log files but there is not enough indication in the files as to why it happened and no relation to (B)(4). Additional devices: battery / (B)(4)/ model # 1650 / exp. Date: 31jan2018. Device available for evaluation: yes, device evaluated by manufacturer: yes, mfg. Date: 31jan2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h10. D10: battery (B)(4). D10: return date: 2018-02-02 product event summary: the battery (B)(4) was returned for evaluation. The controller (B)(4) was not returned for evaluation. A review of the controller manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned battery (B)(4) passed visual inspection and functional testing. Log file analysis revealed a controller power up and motor start event. The data point prior to the controller power up revealed that (B)(4) was connected to power port 1 with 77% relative state of charge (rsoc) and a controller ac adapter was connected to power port 2. The data point after the controller power up event revealed that (B)(4) was connected to power port 1 and a different battery was connected to power port 2. The controller was without power for 13 seconds. As a result, the reported event was confirmed. A possible root cause of the reported loss of power can be attributed to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). H6 FDA method code(s): 4112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.